Manufacturer narrative:
Correction: evaluation summary one (B)(4) ligasure device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the bottom jaw was missing plastic overmold. The missing piece was not returned for investigations. The reported condition was confirmed. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instruction for use (IFU) states, close jaws using device lever before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the heat insulating material started peeling off while in use. The device was removed from the cavity immediately. The material did not fall into patient's cavity. The device was used on chest area, therefore the device was used quite a lot during the procedure. A new device was used to complete the procedure. There was no harm to the patient.